Event description:
It was reported that the right atrial lead had elevated impedance consistent with a lead fracture and there was a lead malfunction. The lead was explanted and replaced. It was also reported by the patient that the "[battery] life dropped 60%" during a 5 month period. It was later confirmed by the physician that the device indicated elective replacement normally. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.